Event description:
The customer reported that the device failed to discharge on a patient. There was no report of negative patient impact or outcome.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.